Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that a leak occurred from a crack at the female luer connection during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer¿s report of a crack and leakage at the female luer connection was confirmed. Visual inspection identified a hair line crack on the female luer. Functional/pressure testing was performed; fluid was observed to be leaking from a hairline crack in the female luer component. The root cause of the leak was a hair line crack on the female luer; the cause of the crack is unknown.